Manufacturer narrative:
(B)(4). S/w version: 4.11j. Retainer ring=missing. The insulin pump was returned for cosmetic damage located at the retainer ring and unexpected error message found. Insulin pump¿s history and trace files downloaded successfully using thus software. Pump received with missing retainer ring. Unable to perform displacement test and occlusion test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit passed rewind, self test, active current measurment, sleep current measurement, prime/seating, basic occlusion and force sensor test. ¿no unexpected error message alarms noted during testing. No unexpected pump error alarms noted on the pump history/trace files. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿the following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer ring, missing o-ring(reservoir tube), broken reservoir tube lip, stained keypad overlay, cracked keypad overlay, missing display window/cover, serial number label missing, cracked case(battery tube), cracked battery tube threads, and cracked case-corner of belt clip rails. Unexpected error message not confirmed during testing or in the pump history/trace files. Cosmetic damage was confirmed where detached retainer ring was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was broken, did not work at all. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.